Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se installed the latest software revision to resolve the issue. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, the ventilator stopped cycling. There was no patient involvement.